Event description:
It was reported that the patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2014 and device was used. During the procedure, the motor device unit was making a loud clunking noise and it was impacting the handpiece by not providing enough power and the handpiece stopped working. Another like device was used to complete the procedure and there was no problem with the handpiece. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.